Event description:
Related manufacturer report number: 2017865-2022-45499. It was reported during generator change out the pacemaker set screw had been loose and was suspected to have been the cause of previous noise episodes. The device was successfully replaced. Prior to procedure, externalized conductors were suspected on the right ventricular lead. The lead will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported field event of intermittent connection failure could not be confirmed by analysis. Leads were able to be inserted and secured normally. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.